Manufacturer narrative:
The events of "immunogenic response" and "swelling" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment. ¿ any other undesirable side effects associated with injection of juvéderm® volift¿ with lidocaine must be reported to the distributor and/or to the manufacturer.

Event description:
Healthcare professional reported patient was injected with 4mls of juvéderm® voluma¿ with lidocaine to ck1, ck2, ck3, t1, c1, c2, c3, and c6 as well as 1ml of juvéderm® volift¿ with lidocaine to ck3. Prior to injection patient was pretreated with lmx. Several months later patient developed a very swollen chin and cheek where the product was injected. The symptoms were also located around the eyes and coincided with an episode of acute tonsillitis. Injecting physician referred to the event as an ¿immunogenic response associated with acute tonsillitis.¿ patient was also injected with belotero to another area and there is no swelling to these areas. Patient self-medicated with antihistamine and ibuprofen with no resolution, then stopped and commenced a regiment of prednisolone, moxifloxacin, and ciprofloxacin. Symptoms have resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00202 ((B)(4)). This MDR is being submitted for juvéderm® volift¿ with lidocaine.